Event description:
It was reported that this right atrial (ra) lead exhibited noise and a lead fracture. The therapy was intentionally turned off. Boston scientific technical services (ts) stated that the only way to get the -10 ms offset was to pace faster than the intrinsic rate. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.